Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 v, but was 2.03 v under load. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. The incorrect rtt (real-time telemetry) battery voltage measurements are the result of high internal battery resistance. Analysis the battery cell indicated that it was not depleted, but it was found to have internal resistance exceeding the specification limits.

Event description:
It was reported that there was premature elective replacement indicator (eri) due to a software upgrade. The device was explanted and replaced. No patient complications have been reported as a result of this event.